Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was an attempted implant due to a loose connection because of lead to header insertion issues. It was also noted that the right ventricular (rv) lead became stuck in the header, but in the end the rv lead was still able to be used. A different device was used for implant. No adverse patient effects were reported.